Manufacturer narrative:
The reported event can be attributed to too large a volume of tissue having been approximated into the clip. The volume of tissue approximated by the clip is determined by user technique when deploying the clip. The instructions for use include the following statements: "clinically efficacious tissue manipulation techniques may be used to pull target tissue into this "tissue chamber" to approximate a larger volume of tissue than would otherwise be approximated by deploying the clip alone. Lesions located in the esophagus and the lesser curvature of the stomach may be difficult to treat due to endoscope articulation and positioning that is required. Perform initial surveillance endoscopy to uncover any anatomical concerns and location of defect to be treated prior to using the padlock clip defect closure system." The lot number of the subject device is unknown. The patient is reported to be well following the reported event. A steris endoscopy clinical specialist has provided in-service training regarding the use of the padlock clip defect closure device, specifically tissue approximation technique. No further issues have been reported.

Event description:
The user facility reported that the patient's pyloric outlet was narrowed (stenosed) following the application of a padlock clip defect closure device to an ulcer at the stomach to pylorus junction. Follow-up treatment was required to address the stenosis.